Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update 6/2/2011 - the manufacturer of the cement used at the primary surgery was identified as depuy cement. Doi: (B)(6) 2007 (left side). Depuy (B)(4) was unable to retest the retained sample of this product, as it is manufactured in 2006 and has expired retention, in accordance with the quality retained sample procedure (B)(4). Review of the DHR confirmed that all qc and microbiological results complied with specifications prior to release of the product. There were no anomalies with the sterilization of this lot. Without a retained sample to test no conclusive root cause can be identified. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened

Event description:
Pt was revised to address pain attributed to loosening of the femoral. Update: (B)(6) 2011 - the MFR of the cement used at the primary surgery was identified as depuy cement.